Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was not confirmed as the packaging was not returned. On visual inspection, the device was returned with the catheter and part of the coil delivery wire was still in the catheter. The coil delivery wire was kinked bent. The coil delivery wire was broken/fractured. The catheter was flushed and a lot of blood emerged. This may indicate that flush was not maintained and this could have caused the difficulty in removing the coil. Functional inspection not carried out due to the damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported coil delivery wire friction will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as reported coil delivery wire damaged and as analysed coil delivery wire kinked bent and coil delivery wire broken/fractured inside patient.

Event description:
It was reported that during the procedure, the subject coil was detached voluntarily and as intended. When the physician tried to remove the delivery wire, strong resistance was felt. On visual confirmation, damage to the delivery wire was confirmed. The procedure was competed successfully with no clinical consequences to the patient due to this event. The subject coil was returned for analysis and it was discovered that the coil delivery wire was broken/fractured during use.